Event description:
The customer reported that the system would have intermittent video display issues. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable assembly was replaced. The camera contacts were cleaned. The system was tested and found to be working as intended and was put back into service.